Event description:
A physician reported with description of defective lens. No additional problems identified. Unspecified backup lens used to complete the procedure. The patient was not affected. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product ((B)(6)) that is sold in the united states under (PMA/510(k) # (p040020). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the damaged was observed upon opening the lens. There was no patient contact. Lens was not used.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (device malfunction / incident). No further reports required. The manufacturer internal reference number is: (B)(4).